Manufacturer narrative:
(B)(4). The device was manufactured on an unspecified date in 1994. A review of the device and service history record was performed and revealed no failures or malfunctions that could have cause or contributed to the reported death. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performed pd therapy with a homechoice (hc) device passed away due to cardiac arrest. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). A review of the event history record did not reveal any issues that could be related to the reported event. There were no keystrokes, programming, use related or iipv (increased intraperitoneal volume) events that would indicate and/or contribute to the reported issue. Evaluation summary: the device was received for evaluation by the baxter product analysis laboratory. The device was tested and passed both the homechoice return instrument test/ evaluation (rite) functional test and the rite electrical test. The device was determined to meet functional and electrical performance specification requirements. An external & internal inspection was performed which revealed no anomalies. An evaluation of the device pneumatic system revealed no leak and all pressures were correct & stable. The device passed seal, purge & wet disposable integrity tests. A short simulated therapy was performed successfully. Per pal evaluation, there was no failure, malfunction or iipv event identified that could have caused or contributed to the reported issue of patient passing away. A device history record and service history review will be performed. Should any relevant information be obtained, a supplemental report will be submitted.